Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide catheter: guidezilla. Evaluation summary: a visual and functional inspection was performed on the returned device. The reported inflation issue was not confirmed. The reported physical resistance could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported physical resistance appears to be related to circumstances of the procedure. There was no damage or leak noted to the stent delivery system (sds) during the inspection prior to use or during preparation for use. Based on the information provided, a definitive cause for the reported inflation cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was to treat a de novo lesion in a moderately calcified mid left anterior descending artery. Pre-dilatation was performed with a cutting balloon catheter and a guideliner was used. A 4.0 x 12 mm vision stent delivery system was used and met initial resistance with the anatomy. The stent delivery balloon was inflated to a nominal pressure of 9 atmospheres and deflated without any issues. However, the stent was still on the balloon when the device was removed from the anatomy. There was a waist in the stent delivery balloon. Therefore, a 4.0 x 18 mm vision stent was implanted to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.